Event description:
Event description guidant received information that the physician had difficulty placing the lead during the implant procedure. Had recommended that the lead be manufactured with a bend in it to help facilitate placement. It was further reported, that several days post implant the lead dislodged.